Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter attached to a presto inflation device was received for evaluation. During visual evaluation, no anomalies were noted to the luers, bifurcate or glue fillets. During functional testing, the returned presto inflation device was used to inflate the sample and water was noted to be leaking from the glue joint. The sample was examined under magnification, and a circumferential break was noted at the glue joint. No other functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified break as water was noted to be leaking from a circumferential break at the glue joint. A definitive root cause for the alleged leak and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2024).

Event description:
It was reported that during an angioplasty procedure, the contrast medium allegedly leaked from the catheter shaft near the connection part of the balloon. There was no reported patient injury.